Manufacturer narrative:
Additional information - e1 - city: (B)(6). The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of peeled off adhesive section of the bending rubber: the most probable cause of this complaint is traced random or expected component failure. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenofiberscope exhibited foreign material on the adhesive layer of the acoustic lens; and, also exhibited bending rubber adhesive that peeled off. There was no patient involvement.